Manufacturer narrative:
Failure analysis noted that the pump had missing segments due to bleeding lcd glass. The pump had scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was unknown. The customer stated that the display cannot be read. Troubleshooting was not performed. The device was returned for analysis.